Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture,19-aug-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that all the keys in the keyboard were not responding. A field service engineer swapped the keyboard and verified that it was fully functional, resolving the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, station keyboard was not responding, and all keys were unresponsive. A nurse reported that the issue began while medications were being removed. The customer repeatedly rebooted the station throughout the day to restore keyboard functionality; however, the keyboard only functioned for a few minutes before becoming unresponsive again. The station was rebooted multiple times, but the issue persisted. The customer stated that this malfunction occurred while dispensing the medication and they had to access the medications from the pharmacy that caused a delay in patient care. There were no adverse events or injuries reported based on this event.